Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: debris found on implant. The product was returned to j&j medtech orthopaedics for evaluation. The complaint unit was forwarded to the manufacturing site j&j medtech cork. Visual inspection of the returned device found that a foreign material was in the blister packaging and white foam of the attune ps fem rt sz 3 cem. Based on the manufacturing investigation, foreign material (nutshell) was sent for ftir spectroscopy testing, which confirmed to be nutshell media used in process. Man is the assignable cause for this nonconformance. The observed condition of the device has been addressed through the j&j medtech orthopedic quality management system. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune ps fem rt sz 3 cem would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was created to address current complaint condition. H11 additional narrative: added: d9. Corrected: h3.

Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that there was debris found on the femoral component of the implant. Another implant was opened and there was no surgical delay. The procedure was completed successfully. There were no patient consequence.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: debris found on implant. Photos were provided for review. The photo investigation revealed a foreign matter attached to the concave edge of the attune ps fem rt sz 3 cem, confirming the reported complaint. The observed condition of the device has been addressed through the j&j medtech orthopedic quality management system. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune ps fem rt sz 3 cem would have contributed to the complained device issue. Based on the information currently available, a product issue was identified during the investigation. This product issue will be addressed through j&j medtech orthopaedics quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: nr was created to address current complaint condition.